Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the device for over 48 hours. The infusion site was reported to have bleeding when the pod was removed. The patient's mother scheduled an appointment with a healthcare provider on (B)(6) 2026, during which the patient was prescribed an antibiotic cream, mupirocin, to be applied three times a day to the affected area. The patient's mother was not at the appointment, therefore, cannot recall a specific diagnosis provided. The pod involved in this event was reportedly discarded.